Event description:
Patient presented to the physician with pain at the chest incision site. Physician brought the patient into the or and explanted the entire inspire system. Preoperative antibiotics were given to the patient prior to the procedure.